Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 25mm amplatzer amulet left atrial appendage occluder was implanted using a 14f amplatzer steerable delivery sheath. During the procedure, the patient experienced an st-elevation, "which resolved". Post procedure, the patient experienced right arm paralysis; possibly from a clot that dislodged from the left atrial appendage via the contract injection prior to procedure which led to the stroke. The patient was reported to be in a stable condition.

Manufacturer narrative:
An event of st-elevation, right arm paralysis and stroke was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.